Event description:
It was reported that a minimum fill notification occurred and caller experienced no drops during fill tubing while attempting to load new cartridge with insulin, despite sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer wore pump in case and was instructed by technical support to remove pump from case and clean pneumatic tap area with alcohol wipe or lint-free cloth, and was advised that continued issues would be addressed in another support interaction; no additional information was received regarding the final outcome of the event.